Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The following two (2) plates were received with the complaint category of ¿broken: postoperatively.¿ one (1) 1.5mm titanium pre-bent maxillary plate/rigid/8mm advancement/right (part number sd446.054 / lot number unknown); one (1) 1.5mm titanium pre-bent maxillary plate/rigid/8mm advancement/left (part number sd446.055 / lot number unknown). The complaint condition is confirmed as the plates were each received with a transverse break at the superior bend. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed as recommended. Fourteen (14) screws were returned as concomitant devices without an alleged complaint condition. They were determined to be part number 04.511.226 per drawing 04_511_224. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Part numbers sd446.054 and sd446.055 are custom variations of the 1.5mm pre-bent maxillary plate family (446.04x and 446.06x) which falls into the orthognathic plate system. These plates specifically contain an additional hole on the superior portion of the plate. The plates were each received with a transverse break at the superior bend. Slight contouring of each plate was observed on the inferior portion of the plate and the superior hole on each plate shows evidence of having been cut off. The removed portion was not received. The balance of the device shows surface wear consistent with implant and explant. In conclusion, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implants are already broken. The following drawings were reviewed; 1.5mm pre-bent maxillary plate, rigid, right: sd446_042; 1.5mm pre-bent maxillary plate, rigid, left: sd446_043. The above drawings specify a plate thickness of 0.85mm +0.05/-0.12mm. Both sides of the fracture on each plate were found to be conforming at a high of 0.840mm and a low of 0.814mm (micrometers om33p). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. (All dimensional inspections completed with calipers unless otherwise noted) no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. The condition is consistent with exposure to exceeding forces. However, this would be impacted by various factors such as post-operative loading, comorbidities, and surgical technique. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the investigation, part number for concomitant devices was identified.ti matrix screw self drilling (part# 04.511.226, lot # unknown, quantity 14).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). It is unknown when the plate broke (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two plates broke postoperatively on an unknown date. The patient initially had orthognathic surgery on (B)(6) 2017. Revision surgery was scheduled on (B)(6) 2017. The two broken plates and in tact screws were removed. The patient was revised with two new plates and the surgery was completed successfully with no surgical delays or harm to the patient. Patient status is unknown concomitant devices reported: screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: unknown screws (part# unknown, lot # unknown, quantity 14).